Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was previously positioned in the right ventricle (rv) - his bundle and not the left ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry. It was further reported that the lv lead was electrically abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged due to difficulties with the patient's anatomy. It was also reported that unacceptable pacing thresholds were noted on the lv lead. The lv lead was repositioned during the implant procedure and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged due to difficulties with the patient's anatomy. It was also reported that unacceptable pacing thresholds were noted on the lv lead. The lv lead was attempted to be repositioned. However, these attempts were unsuccessful and the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that intermittent capture was observed on the lv lead.